Manufacturer narrative:
The issue could be duplicated when the ventilator was investigated, the o2 gas module was replaced and further investigated. Visual inspection found contamination/oxidation on the inspiratory valve current controller pcb (printed circuit board) inside the gas module. The inspiratory valve current controller pcb was replaced and after that, the o2 gas module passed pre-use check without deviations. The contamination/oxidation on the circuit board, has probable led to disturbances or temporarily interruptions. The source of the contamination/oxidation on the pcb has not been determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the flow sensor of the ventilator was not functioning properly. There was no patient involvement. Manufacturer ref.#: (B)(4).